Event description:
Report received from an abbott international affiliate of a leak at the clave port. The report indicated that during the night shift, the nurse went to the bedside and uncovered a "10 inch diameter puddle of blood on the floor (exact amount of blood unknown)." The pt's central line had backed up with blood to the first clave port of plum set 12030. There was blood on the poppet of the clave. There were no abnormalities with the connector noted other than having blood on it. Upon observation the blood was still leaking from the port. The length of time for which the leakage/blackflow occurred is unknown. The set was correctly inserted in the plum 1.6 pump and the pump was programmed to deliver sodium chloride for injection at 15cc/hr to kvo.